Manufacturer narrative:
(B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Expected results are 116-123mg/dl - fasting. Strip expiration date is 04/30/2018 and strip open date is (B)(6)2016. Strip storage is correct. During call, back to back blood test performed fasting and results ar 103mg/dl and 105mg/dl. Reviewed meter memory a 93mg/dl, (B)(6)2016 09:54:00 am, fasting:yes. A 120mg/dl, (B)(6)2016 12:37:00 pm, fasting:yes. A 107mg/dl, (B)(6)2016 11:25:00 am, fasting:yes. Memory concerns: a 93 - (B)(6)2016 customer is calling as he is concerned that his new true result is reading lower than his old meter. Caller has only used meter three times. Caller test one time a day and has had no changes in meds or routine.